Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (check therapy pad messages) is under investigation. As received, the electrode belt failed incoming functional testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device was alarming to check the therapy pads. The pt was issued a replacement electrode belt.